Event description:
The customer stated that the ise indirect na for gen.2 quality control was high and out of range on a cobas 6000 c (501) module serial number (B)(4). On (B)(6) 2018 the customer changed the na electrode. On (B)(6) 2018 the customer changed the internal standard and the quality control was acceptable. The customer stated that they believed the issue started after changing the na electrode. On (B)(6) 2018 the customer stated that two physicians questioned high patient na results. Data was only provided for one sample as an example. The initial na result was 150 mmol/l. The customer repeated the sample in a different laboratory and the na result was 144 mmol/l. The instrument that was used for repeat testing was not provided. There was no adverse event. The customer performed a na calibration two times and the quality control was low and out of range both times. The customer calibrated a third time with different reagents and the quality control was acceptable. The field service engineer (fse) stated that the na electrode needed to be replaced. The customer replaced the sodium electrode and the quality control was acceptable. The fse performed a precision that was acceptable. The c 501 met all operational qualifications. The investigation determined that the fse site visit resolved the issue.